Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low blood glucose. The customer's blood glucose was 40mg/dl; treated with orange juice. The customer's current blood glucose was 190mg/dl. The insulin pump is alarming. Customer's sensor glucose was 83mg/dl, customer needed to clear the alarm and then resume the basal from troubleshoot. The customer needed assistance with clearing the predicted low alarm. Customer successfully cleared alarm and resumed basal rates.